Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent embolization treatment. During the preparation, it was reported the hyperform balloon burst as it was being tested. It was noted that a cadence syringe was not used during the test inflation and the inflation volume at the time of the burst was unknown. No patient injury was reported as a result of the procedure.